Event description:
A tandem mobi cartridge alarm was reported. The customer's blood glucose level did not exceed 500 mg/dl. Technical support instructed the caller to remove the cartridge from the pump, deliver a 9-unit bolus successfully, and then reload the original cartridge to resume insulin therapy. The issue was resolved, and a replacement pump was provided.